Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was caused by a faulty mvs interface cable and the standalone x-relay board. The parts were replaced. The replaced parts were not sent back to the manufacturer for further analysis.

Event description:
A medtronic representative reported that the imaging system was not fully booting. The mobile view station (mvs) fully booted without issue. The remote desktop indicated that the generator and detector were in 'not ready' status. The stand alone board did not have any lights lit on it. No patient was present during the time of the reported incident.

Manufacturer narrative:
The suspect x-ray relay was returned to the manufacturer for analysis. The relay was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.